Manufacturer narrative:
Investigation summary bd received two (2) photos for investigation. After review and analysis, closure separation was observed in both photos, as the stopper remained within the tube while the hemogard shield was removed. Additionally, 29 retained samples were sent for testing. Functional tests were conducted on these samples, with none out of the first set of 14 samples failing, and none out of the second set of 15 samples failing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, decapping of one (1) tube failed while on the analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, decapping of one (1) tube failed while on the analyzer. No adverse impact was reported regarding the patient or user.